Event description:
It was reported that this inflatable penile prosthesis was no longer inflating. A replacement surgery revealed fluid loss at the tubing. All components were explanted and replaced. No patient complications were reported.